Event description:
Medtronic received information that this aortic bioprosthetic valve may have developed dissection. Further information has been requested, as they were not sure if the valve was a medtronic valve, and there may have been leaking from the suture line. An echocardiogram has been scheduled (tee) to further investigate. At this time, the valve remains implanted with no adverse patient effect. Additional information has been received that the valve was explanted. Upon opening the chest and dissecting scar tissue, pseudoaneurysm or a hole was seen at the right ventricular outflow tract (rvot) at the base of the non-coronary cusp. The hole was at the anastomosis site, not in the valve, and the surgeon called it dehiscence. A chunk of bio-glue was removed from the area, which was below the natter of the non-coronary cusp. A felt buttress had been used on the proximal anastomosis to the rvot where the bio-glue had likely been used. The surgeon had used interrupted sutures on the rvot. The valve wall was uniform all the way to the sewing cuff. Therewas discoloration (darker area) of the suture collar above the hole below the non-coronary cusp. There was no evidence of infection. History of the patient was significant in that after implant of this valve, there was a "pseudo-stroke" event. The valve was successfully replaced with a mechanical valved conduit. The valve was returned for laboratory analysis.

Event description:
Medtronic received information that this aortic bioprosthetic valve, implanted two years, was explanted due to dissection. Upon opening the chest and dissecting scar tissue, pseudoaneurysm or a hole was seen at the sinotubluar junction (stj) to the right ventricular outflow tract (rvot) at the base of the non-coronary cusp. The hole was at the anatomosis site, not in the valve, and the surgeon called it dehiscence. A chunk of bioglue was removed from the area. A felt buttress had been used on the proximal anatomosis/stj where the bioglue had likely been used. The surgeon had used interrupted sutures on the outflow. The valve wall was uniform all the way to the sewing cuff. There was discoloration (darker area) of the suture collar above the hole below the non-coronary cusp. There was no evidence of infection. The valve was successfully replaced with a mechanical valved conduit. History of the patient was significant in that after implant of this valve, there was a "pseudo-stroke" event. Currently, the explanted valve is being held by hospital pathology.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, two small specimen containers in a tan 10% buffered formalin solution were returned for analysis. Several pieces of the valve wall, host tissue, three small strips of felt-like material and two sections of a dacron conduit were received with the valve for analysis. The sewing ring appeared everted. Note: per the IFU, section 10.2 ¿bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ all leaflets were slightly stiff but flexible. The right and non-coronary cusps adjacent to the right non-coronary commissures appeared to have been cut and/or torn during explant with the removal of wall tissue. A remnant of pannus remained attached along the inflow margin of attachment of the left cusp extending to the non-coronary left inferior coaptive area. A trace amount of pannus was observed in the left right inferior coaptive area. Pannus lined the outflow margin of attachment of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Moderate clusters of off white friable material lined the outflow margin of attachment of the right cusp. The non-coro nary left and left right commissures were intact. The top section of the right non-coronary commissure appeard to have been cut with the removal of that section of the aortic wall. The right non-coronary commissure appeared to have been intact prior to explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Our investigation is still in progress. Upon completion of our investigation a supplmental report will be filed. (B)(4).

Manufacturer narrative:
Supplemental report is being sent as the initial reporter was incorrect on previous reports. The initial reporter information has been updated to reflect the correct initial reporter information. (B)(4).

Manufacturer narrative:
Conclusion: the valve was returned for laboratory analysis; however, due to the condition of the valve, the analysis and investigation was limited. The sewing ring appeared to be everted, which the instructions for use caution against; however this likely did not contribute to the reported pseudo-aneurysm. The returned valve analysis report found normal pannus and no evidence of calcification. All damage to the tissue appeared to have occurred during explant. Felt material and pieces of a dacron graft were also returned. The reported pseudo-stroke may have been from bleeding or clotting at the site of damage. Based on the information received and the analysis results of the returned device a definitive root cause of the event was unable to be determined. After the serial number of this valve was provided, the device history record was reviewed. The valve was built to specification and passed all inspection and acceptance criteria for release for distribution. There were no nonconformities noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.